Event description:
Same case as mdrid: 2134265-2015-02996. It was reported that the burr became stuck on the wire. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 1.75mm rotalink¿ plus and a rotablator rotational atherectomy system and wireclip¿ torquer selected to treat the target lesion. After ablation was performed a few times, the physician tried to remove the rotablator in dynaglide mode but the wire would not move and the rotablator could not be removed. The rotablator and the rotawire were removed together. The procedure was completed with another 1.5mm rotablator and rotawire. No patient complications were reported. Patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The visual inspection was performed and the device returned fractured at 173.0cm approx. From the proximal end; evidence of tension/torsion overload and decoloration were noted on the fracture site; this damages indicate that the burr was in contact with the wire for a prolonged time at the same place. Moreover, the wire is kinked along the body. Additionally, the distal section of the wire was not returned. All the outer diameter measurements are within the specifications. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-02996. It was reported that the burr became stuck on the wire. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 1.75mm rotalink¿ plus and a rotablator rotational atherectomy system and wireclip¿ torquer selected to treat the target lesion. After ablation was performed a few times, the physician tried to remove the rotablator in dynaglide mode but the wire would not move and the rotablator could not be removed. The rotablator and the rotawire were removed together. The procedure was completed with another 1.5mm rotablator and rotawire. No patient complications were reported. Patient's condition is good.